Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6¿c - 41.9¿c) per spec-25354, effective date: 21apr2016. Investigations for the batch (lir-1563592 and ER-1563631) involving wrap cell temperatures were for cold cell/dead cell, cells not dosed with brine solution will not heat up. Consumer reports an "adverse event" . The cause of the adverse event is inconclusive; review of the records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
She noticed a burn blister at the top of her shoulder [burns second degree] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number 1: q01104, expiration date jun2019; device lot number 2: s85738, expiration date feb2020) from 13nov2017 to 13nov2017 for muscle tension. The patient's medical history was reported as none. The patient's concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and the patient tolerated it well. The patient reported after the purchase she immediately attached the heatwrap to her neck area. It was applied directly on the skin. After 4 hours of use (previously reported as about 6 hours) she removed it because she has noticed a burn blister at the top of her right shoulder on (B)(6) 2017. On (B)(6) 2017 she came to the pharmacy to show the wound. The bubble had opened fast and you could do see raw flesh. The pharmacist reported the patient had a scar. It was reported the patient was not using any medications, including topical medications at the time of the events. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Therapeutic measures taken included braunovidon and aseptic patches. No surgical intervention was required. Clinical outcome of the events was not resolved. The pharmacist's causality assessment was reported as related to the suspect product. The pharmacist considered the events to be serious (medically significant). Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6¿c - 41.9¿c) per spec-25354, effective date: 21apr2016. Investigations for the batch (lir-1563592 and ER-1563631) involving wrap cell temperatures were for cold cell/dead cell, cells not dosed with brine solution will not heat up. Consumer reports an "adverse event" . The cause of the adverse event is inconclusive; review of the records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (12dec2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (20dec2017): new information received from the same contactable pharmacist includes: patient details, no medical history, no concomitant medications, past product history, additional lot number and expiration date, suspect product indication, suspect product start/stop dates, action taken with the suspect product, event onset date, reaction data (updated event blister to burn blister, subsumed event blister rupture under burn blister and additional event scar), therapeutic measures taken, event outcome and pharmacist's causal assessment provided. Company clinical evaluation comment: based on the information provided, the events of "burn blister " "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn blister " "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation results of lot number q01104. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c) per (B)(4), effective date: 21apr2016. Investigations for the batch ((B)(4)) involving wrap cell temperatures were for cold cell/dead cell, cells not dosed with brine solution will not heat up. Consumer reports an "adverse event". The cause of the adverse event is inconclusive; review of the records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Product quality investigation results of lot number s85738 included: investigation summary: the root cause category is non-assignable (complaint not confirmed). Consumer reports a burn/blister from wrap. The cause of the burn/blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per (B)(4), effective date: 28-nov-2016. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] she noticed a burn blister at the top of her shoulder [burns second degree] , scar [scar]. Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative. A (B)(6) year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number s85738, expiration date feb2020, previously reported "lot number q01104, expiration date jun2019" was removed as not confirmed by the reporter) from (B)(6) 2017 to (B)(6) 2017 for muscle tension. The patient's medical history and concomitant medications were reported as none. It was reported the patient was not using any other medications, including topical medications at the time of the events. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and the patient tolerated it well. The patient reported after the purchase she immediately attached the heatwrap to her neck area. It was applied directly on the skin. After 4 hours of use (previously reported as about 6 hours) she removed it because she has noticed a burn blister at the top of her right shoulder on (B)(6) 2017. On (B)(6) 2017 she came to the pharmacy to show the wound. The bubble had opened fast and you could do see raw flesh. The pharmacist reported the patient had a scar. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Therapeutic measures taken for the event burn blister included braunovidon and aseptic patches. No surgical intervention was required. Clinical outcome of the event "she noticed a burn blister at the top of her shoulder" was not resolved and for the event "scar" was unknown. The pharmacist's causality assessment was reported as related to the suspect product. The pharmacist considered the events to be serious (medically significant). Additional information received from product quality complaint (pqc) group included investigation results of lot number q01104. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c) per (B)(4), effective date: 21apr2016. Investigations for the batch ((B)(4)) involving wrap cell temperatures were for cold cell/dead cell, cells not dosed with brine solution will not heat up. Consumer reports an "adverse event". The cause of the adverse event is inconclusive; review of the records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Product quality investigation results of lot number s85738 included: investigation summary: the root cause category is non-assignable (complaint not confirmed). Consumer reports a burn/blister from wrap. The cause of the burn/blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per (B)(4), effective date: 28-nov-2016. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (12dec2017): new information received from product quality complaints (pqc) group included: product quality investigation results of lot number q01104. Follow-up (20dec2017): new information received from the same contactable pharmacist includes: patient details, no medical history, no concomitant medications, past product history, additional lot number and expiration date, suspect product indication, suspect product start/stop dates, action taken with the suspect product, event onset date, reaction data (updated event blister to burn blister, subsumed event blister rupture under burn blister and additional event scar), therapeutic measures taken, event outcome and pharmacist's causal assessment provided. Follow-up (05jan2018): new information received from the same contactable pharmacist includes: the reporter confirmed the suspected lot. No. S85738 and expiration date feb2020. Additional information has been requested and will be provided as it becomes available. Follow-up (16jan2018): new information received from product quality complaints (pqc) group included: product quality investigation results of lot#s85738. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events of "burn blister" "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister " "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6¿c - 41.9¿c) per spec-25354, effective date: 21apr2016. Investigations for the batch (lir-1563592 and ER-1563631) involving wrap cell temperatures were for cold cell/dead cell, cells not dosed with brine solution will not heat up. Consumer reports an "adverse event" . The cause of the adverse event is inconclusive; review of the records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] she noticed a burn blister at the top of her shoulder [burns second degree] , scar [scar]. Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative. A (B)(6) year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number s85738, expiration date feb2020, previously reported "lot number q01104, expiration date jun2019" was removed as not confirmed by the reporter) from (B)(6) 2017 for muscle tension. The patient's medical history and concomitant medications were reported as none. It was reported the patient was not using any other medications, including topical medications at the time of the events. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and the patient tolerated it well. The patient reported after the purchase she immediately attached the heatwrap to her neck area. It was applied directly on the skin. After 4 hours of use (previously reported as about 6 hours) she removed it because she has noticed a burn blister at the top of her right shoulder on (B)(6) 2017. On (B)(6) 2017 she came to the pharmacy to show the wound. The bubble had opened fast and you could do see raw flesh. The pharmacist reported the patient had a scar. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Therapeutic measures taken for the event burn blister included braunovidon and aseptic patches. No surgical intervention was required. Clinical outcome of the event "she noticed a burn blister at the top of her shoulder" was not resolved and for the event "scar" was unknown. The pharmacist's causality assessment was reported as related to the suspect product. The pharmacist considered the events to be serious (medically significant). Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6¿c - 41.9¿c) per spec-25354, effective date: 21apr2016. Investigations for the batch (lir-1563592 and ER-1563631) involving wrap cell temperatures were for cold cell/dead cell, cells not dosed with brine solution will not heat up. Consumer reports an "adverse event". The cause of the adverse event is inconclusive; review of the records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (12dec2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (20dec2017): new information received from the same contactable pharmacist includes: patient details, no medical history, no concomitant medications, past product history, additional lot number and expiration date, suspect product indication, suspect product start/stop dates, action taken with the suspect product, event onset date, reaction data (updated event blister to burn blister, subsumed event blister rupture under burn blister and additional event scar), therapeutic measures taken, event outcome and pharmacist's causal assessment provided. Follow-up (05jan2018): new information received from the same contactable pharmacist includes: the reporter confirmed the suspected lot. No. S85738 and expiration date feb2020. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burn blister" "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister " "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c) per (B)(4), effective date: 21apr2016. Investigations for the batch (lir-1563592 and ER-1563631) involving wrap cell temperatures were for cold cell/dead cell, cells not dosed with brine solution will not heat up. Consumer reports an "adverse event" . The cause of the adverse event is inconclusive; review of the records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] she noticed a blister at the top of her shoulder/ the bubble had opened and you could do see raw flesh [blister] , she noticed a blister at the top of her shoulder/ the bubble had opened and you could do see raw flesh [blister rupture] , . Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative. A (B)(6) year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number q01104, expiration date jun2019) from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer reported that after the purchase she immediately attached the heatwrap in the neck area. It was applied directly on the skin. After about 6 hours she removed it because she has noticed a blister at the top of her shoulder in (B)(6) 2017. On (B)(6) 2017 she came to the pharmacy to show the wound. The bubble had opened and you could do see raw flesh. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c) per (B)(4), effective date: 21apr2016. Investigations for the batch (lir-1563592 and ER-1563631) involving wrap cell temperatures were for cold cell/dead cell, cells not dosed with brine solution will not heat up. Consumer reports an "adverse event" . The cause of the adverse event is inconclusive; review of the records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (12dec2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the events of "a blister at the top of her shoulder" "the bubble had opened and you could do see raw flesh" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of " a blister at the top of her shoulder" "the bubble had opened and you could do see raw flesh" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] she noticed a blister at the top of her shoulder/ the bubble had opened and you could do see raw flesh [blister] , she noticed a blister at the top of her shoulder/ the bubble had opened and you could do see raw flesh [blister rupture] , . Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist), lot q01104, expiration date jun2019, from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer reported that after the purchase she immediately attached the heatwrap in the neck area. It was applied directly on the skin. After about 6 hours she removed it because she has noticed a blister at the top of her shoulder in (B)(6) 2017. On (B)(6) 2017 she came to the pharmacy to show the wound. The bubble had opened and you could do see raw flesh. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment. Based on the information provided, the events of " a blister at the top of her shoulder" "the bubble had opened and you could do see raw flesh" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of " a blister at the top of her shoulder" "the bubble had opened and you could do see raw flesh" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.